Event description:
It was reported that during treatment the renasys touch console went into full canister alarm, in an untimely manner, while the tank was empty. No harm or injury reported.

Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. A visual inspection found no defects. The functional evaluation did not find any defects with the device; it performed within expected parameters. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The manufacturing records for the reported serial number were reviewed, the product met specifications at the time of manufacture. The complaint history review found additional complaints for the product and failure mode reported in the last three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.